Manufacturer narrative:
The products were not returned for analysis. Without a lot number, device history record (DHR) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had a severe inflammatory reaction to the sealant of a 6f/7f mynxgrip vascular closure device (vcd). Abscess was developed that required surgery and pieces of sterile polyethylene glycol (peg) was found inside. The device will not be returned for evaluation as the events happened 8 to 10 years ago.

Manufacturer narrative:
As reported, a patient had a severe inflammatory reaction to the sealant of a 6f/7f mynxgrip vascular closure device (vcd). Abscess was developed that required surgery and pieces of sterile polyethylene glycol (peg) was found inside. The device will not be returned for evaluation as the events happened 8 to 10 years ago. The product was not returned for analysis. A product history review was not possible as the lot number was not provided. The reported ¿abscess¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.